Event description:
A malfunction alarm occurred in the customer's tandem pump with the code malf 12, indicating a technical issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, but the malfunction code recurred afterward. Technical support decided to replace the pump to resolve the issue.